Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) replacement surgery in which a new balloon was implanted due to unspecified reasons. No information was provided about the patient's outcome. It was further reported that the patient experienced recurring incontinence leading to the procedure. The explanted aus was not functioning due to fluid loss. During the procedure the balloon was found to be empty. The patient was said to be food after the procedure. No more information available at the moment. Should additional information become available, it will be provided.